Manufacturer narrative:
A complaint history review and service history review for similar complaints was performed for serial (B)(4) from the 18th of june 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The st aia-pack bhcg application manual states the following: limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for total beta hcg. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported issue unknown and could not be duplicated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported discrepant prog iii (refer to MFR report #: 8031673-2018-00741 / 3005529799-2018-00741) and bhcg results on two patient samples on their aia-900 analyzer. The customer obtained an initial bhcg patient result of 393 mlu/ml, which was questioned by the customer, but was not reported out of the lab. The customer repeated the bhcg patient sample and obtained a result of 1300 mlu/ml. The customer indicated that samples are drawn in tier tops and clot serum tube and run the same day. The technical support specialist (tss) was informed that the bio rad quality controls (qc) were within range. A precision run was requested by the tss for bhcg. The customer ran a precision study bhcg and the coefficient variation (cv) was 1.5% and the cv criteria was <10%. The cv is such that it does not indicate that there is sampling issue. The tss advised the customer to perform wash probe maintenance and bleach cleaning procedure on the instrument. The customer has been running patient samples after this event and has not been able to duplicate the reported issue. There was no indication of any patient intervention or adverse health consequences due to the discrepant bhcg result.